Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set up for a cori assisted tka surgery, upon connecting the real intelligence robotic drill in the connection screen, the drill connection on the monitor was flickering. The light above the drill port was blinking and the drill could not seem to connect. They unplugged the drill, shut down the system and plugged it to a different wall outlet. They tried the same drill, but experienced the same issue. Therefore, they proceeded to swap drills and the procedure could be completed, without delay, using a smith and nephew back up device. Since incident occurred before procedure, patient was not yet involved. After the case, they attempted a drill diagnostics on the malfunctioning drill and they were unable to do this as a internal error came up. Moreover, a second drill was reported because it failed to unlock and after several seconds with the "unlocking " button grayed out.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the quality team has been notified for further investigation. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during set up for a cori assisted tka surgery, upon connecting the real intelligence robotic drill in the connection screen, the drill connection on the monitor was flickering. The light above the drill port was blinking and the drill could not seem to connect. They unplugged the drill, shut down the system and plugged it to a different wall outlet. They tried the same drill, but experienced the same issue ((B)(4)). Therefore, they proceeded to swap drills and the procedure could be completed, without delay, using a smith and nephew back up device. Since incident occurred before procedure, patient was not yet involved. They attempted a drill diagnostics on the malfunctioning drill; however, the drill failed to unlock and after several seconds with the "unlocking" button grayed out, the real intelligence cori gave an internal error message ((B)(4)). They had to hard shut cori down, then rebooted with a different real intelligence robotic dril, and that second drill had a drill flicker ((B)(4)).